Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter was set to the incorrect unit of measurement. Meter was previously set to the correct unit of measurement. The pt did not recently change the unit of measurement in the meter settings. He contacted his md for medical advice and did not receive any treatment. Pt broke the battery cover when replacing the battery for the meter. This case is being reported as a malfunction, since the changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the pt accidentally changing the settings.